Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while off ilet therapy. Engineering log review was limited and did not include device data corresponding to the reported hospitalization window, as the device had powered off on (B)(6) 2026 due to battery depletion and was not powered on again until (B)(6) 2026. No malfunction alerts or factory resets were identified in the available logs. Review of available information indicates the dka hospitalization occurred while the user was not connected to the ilet and was managing diabetes manually. Significant glucose variability and inconsistent device usage were noted in the weeks surrounding the event. Based on available information, the event was attributed to non-device-related therapy management factors, and the device problem was excluded. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 21-jan-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia resulting in diabetic ketoacidosis (dka) and hospitalization. The user was admitted to the hospital on (B)(6) 2026, treated with exogenous insulin, IV fluids, and electrolyte replacement, and discharged (B)(6) 2026. No long-term health effects were reported.